Event description:
It was reported that during the right atrial (ra) lead implant procedure, perforation caused by the ra lead was observed and ultrasound during the procedure confirmed pericardial effusion. Pericardial puncture and drainage was performed. The ra lead remains in use. No further patient complications have been reported as a result of this event.